Event description:
It was reported that event occurred in the operating room. During insertion of the spring wire guide (swg) into the sheath, the proximal part of the sheath was found slightly bent and the user could not insert the swg into the sheath. The user removed the dilator from the sheath and found that there were cracks in the middle of the dilator. As a result, the cath lab sheath introducer was not used for this pt. A second kit was retrieved and used for this pt. There was no reported pt death, injury, or complications. Medical/surgical intervention was not required. There was no reported delay / interruption in therapy. The pt outcome is listed as good. Additional info received per the mgr, vigilance ra/qa teleflex (B)(4) stated that "I have confirmed it to the sales rep the dr stick the first site, but the swg and dilator could not insert, then he stick another site by using another one." Updated info was received which stated that the md preloaded the sheath over the dilator. The user performed a skin nick prior to inserting the dilator/sheath into the pt. The md did find it difficult to insert the sheath over the cracked dilator. The sheath and dilator were removed separately. The md inserted the second one into the different site.

Manufacturer narrative:
(B)(4).